Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery on the insulin pump is only lasting 2 or 3 days. The customer stated that sometimes the insulin pump will turn on until 30 minutes after a battery change and alarm battery out limit. Issue started 4 or 5 months ago. The customer was advised that battery out limit alarm should occur when battery was out of the device for longer than allowed. Customer's blood glucose value was high at 496 mg/dl; treated with the insulin pump.